Manufacturer narrative:
(B)(4). The device history review for the product visistat 35w 6/box, lot #73j1500452 investigation did not show issues related to the complaint. The device investigation report has not been submitted at this time. Teleflex will continue to monitor and trend related events.

Event description:
The staples were only half embedded in the skin. There was no patient injury.

Manufacturer narrative:
Qn#(B)(4). The customer returned one unit 543965 auto endo5 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the product appears used as there is biological material present on the device. No defects or anomalies were observed. Reference files (B)(4). Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, no ratchet sound could be heard indicating that the internal ratchet ears are broken. No clips fired. The device was returned with 0 clips remaining in the channel indicating that all 15 clips were fired by the end user. No other defects or anomalies were observed. The IFU for this product, l03496, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." A corrective action is not required at this time as it could not be determined what caused the complaint issue since no clips remained in the returned other remarks: sample. The device history record review showed no evidence to suggest a manufacturing related cause. The reported complaint of "applier not closing clips during use" was not confirmed based upon the sample received. One device was returned. The device was found to have broken internal ratchet ears which could affect the end user's ability to properly load and apply clips. At the time of manufacturing assembly, the autoendo5 is 100% inspected for proper clip loading and closure. It is unlikely that this type of damage was present at the time of manufacturing. The device was received with 0 clips remaining in the channel indicating that all 15 clips were fired by the end user. A device history record review was performed on the autoendo5 with no evidence to suggest a manufacturing related cause. Since there were no clips remaining in the returned device, the reported complaint issue could not be confirmed and a probable cause could not be determined. Results - no result code available that could accurately describe that the complaint was confirmed, but the root cause is unknown.

Event description:
The staples were only half embedded in the skin. There was no patient injury.